Event description:
It was reported that a mcgrath device failed to progress past the loading screen with both new and old batteries during a cardiac arrest situation, causing a delay in the procedure. The device displayed a low battery icon following the loading screen, and the screen failed to load completely. Despite several attempts, successful intubation was achieved after the initial failure. Troubleshooting steps included swapping batteries and waiting 60 seconds, which temporarily resolved the issue during the cardiac arrest, but the device failed to load again afterward.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.